Event description:
It was reported that the patient twiddled the lead from the apex of the right ventricle all the way into the atrium, and that there was an apparent lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed.